Event description:
Dealer states that the inner sleeve which connects to the pump handle is allegedly not maintaining its integrity. The dealer states that the screw that goes through the handle and connects to the sleeve is allegedly eventually breaking or sheering off and then the hole that the screw goes into is becoming elongated. No injury alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model 9805p serial number/date code (B)(4) is approximately 1 year 4 months old. The user manual part number 1024492 rev e (may-06) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumer's age, height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.